Event description:
This report with manufacturer is being submitted as a correction to replace manufacturer report. FDA requested the submission of a missing follow up. Upon review, it was determined that the manufacturer site number is incorrect resulting in incorrect report number. The customer reported the ventilator is giving oxygen value issues. The customer stated that the ventilator was displaying erroneous oxygen values, and a leak was suspected. The customer reported the unit was not in use on a patient at the time of the reported problem. The field service engineer (fse) arrived on site and was able to duplicate the reported problem and replaced the o2 solenoid valve as a repair action. After all the repairs were completed, the device passed its performance tests. The o2 solenoid valve was returned to the factory for further analysis. At the factory, the valve was thoroughly tested, and the customer's issue was replicated. An evaluation of the solenoid valve found debris particulates that prevented the valve from closing properly and allowing for o2 to leak. The root cause of the customer's complaint was determined to be a malfunctioning oxygen solenoid valve.